Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0050, lot # fm066345, description: mitch trh md hd sz50+0, manufacturer: depuy. Cat # mac-9988-5258, lot # fm106716, description: std mitch trh cp sz 52/58, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding raised metal ions and tissue staining involving an accolade stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded that there is no evidence for device-related factors playing a role neither significant patient related factors including moderate overweight. The described failure scenario provides plausible and consistent explanation for the failure scenario active in this case as based upon cup malposition with the low inclination angle of 26° further aggravated by a version abnormality and device-related mechanisms do not play a role here. This pi case is not device-related. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the abnormal findings were caused by a malpositioned shell. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a revision of left hip due to pain/ raised metal ions and tissue staining.

Event description:
It was reported that the patient had a revision of left hip due to pain/ raised metal ions and tissue staining.